Manufacturer narrative:
Brand name: op-flex set poole x-ray/350. Common device name: catheter and tip, suction. Procode: jol. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported "hair in package." Photos depicting the reported complaint issue were provided by the complainant.